Manufacturer narrative:
Insulin pump was received with operating currents within spec. Unit passed self test, error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on october 6, 2017 with blood glucose of 66 mg/dl at the time of the incident. The customer was given food to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer was also calling about receiving a button error on their pump. Troubleshooting was not completed. The insulin pump will be returned for analysis.